Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. It was reported that the valve was placed too high. A second transcatheter bioprosthetic valve was implanted valve-in-valve, resolving the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.